Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The cds was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the steering issue with the clip delivery system (cds 61212u276). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 2-3 and dilated left atrium. The cds (61212u276) was advanced to the left atrium (la). While attempting to steer the cds to the mitral valve, the clip would steer toward the roof of the la while applying the m knob. It was possible that the steering difficulty was due to incorrect alignment as the physician did not confirm that the blue alignment markers were aligned. The cds was removed and replaced. The next cds (70127u132) was used with the same guide, and advanced to the mitral valve. Deployment steps were started; however, the clip did not release from the delivery catheter (dc) shaft. After gently moving the dc handle, the clip released after 10 minutes, and was successfully deployed. One clip was implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned and investigated. The reported sleeve steering issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip system instructions for use states to align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve. All available information was investigated and the reported sleeve steering issue appears to be related to user error due to not confirming the alignment of the alignment markers. The returned device analysis confirmed that the steerable sleeve functioned as intended. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.